Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08780 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's insulin pump delivered a 10 unit bolus without the customer's input. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer used glucose tablets to treat. The customer was at 137 mg/dl at the time of the call. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was but did not resolve the issue. The insulin pump, reservoir, and infusion set will be returned for analysis.